Manufacturer narrative:
A case of inability to implant lead during a trial procedure due to patient's anatomy was reported to abbott. Case aborted. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a patient's trial implant, the physician was unable to implant the trial lead due to the patient's anatomy. The procedure was abandoned and the trial lead was discarded. No additional information is available.